Event description:
Additional information in h 10.

Manufacturer narrative:
Other, other text: h 10 additional information.: date of event revealed: (B)(6) 2019. Medical details: no injury, but the patient experienced discomfort from removing and inserting the tube. Doctor did no felt insecure with product. Report changed to serious injury.

Event description:
It was reported the device was placed in use with patient and the cuff was found to leak. No adverse effects reported.

Manufacturer narrative:
Other, other text: one used decontaminated 007/910/685 blu tracheostomy tube 8.5mm s/assy 1/ea was received for investigation without its original packaging (see photo of sample). Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was observed that it is not even possible to inflate cuff because it leaks so badly from app. 1mm long tear in cuff. Each cuff shall be also tested by customer prior use as per instruction for use lls10001031-001 rev. 100, page 3, instruction for use section, point 1: "the integrity of the cuff and inflation system should be checked prior to insertion". Due to fact that cuff leak was observed after tracheostomy procedure it is the most probable that cuff tear occurred during or after tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use lls10001031-001 rev. 100, page 5, precautions section, point 6 "guard against cuff damage by avoiding contact with sharp edges".

Event description:
Investigation completed and summary in h 10.